Event description:
Allegedly surgeon. Has concerns about cocr neck. Cobalt level is 3.3 and chrome level is 1.2. Type 1/2 pseudotumor on mars MRI. Pt. Has pain. Add'l info rec'd: pt. Revised 12-11-13. Found at revision: a portion of the abductors had been avulsed. The pseudocapsule was thickened with marked fluid. Tissue sent for pathologic evaluation. Severe corrosion on neck and stem pocket.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Event description:
Allegedly, revised due to instability.

Manufacturer narrative:
This is the same event as 1043534-2013-02594, 02595, 02596, 02597.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-01662, 01664, 01665, 01666, 01667.